Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one rv paced event fell into blanking due to timing and was not sensed. The ipg remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular undersensing was noted on the right ventricular (rv) lead. At device classified termination of events, some arrhythmias appear to continue. The rv lead remains in use. No patient complications have been reported as a result of this event.